Manufacturer narrative:
On (B)(6) 2021, mentor became aware that statement "unspecified gel implants" was erroneously submitted in initial report. Manufacturer¿s reference number:(B)(4) patient's impacted device were saline devices. Relevant d fields have been updated.

Manufacturer narrative:
On june 30, 2021, mentor became aware that patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implants. On july 23, 2021, mentor became aware that patient's date of event was erroneously omitted in previous report. Manufacturer¿s reference number: (B)(4), b3 field has been updated.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 3, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the saline 350cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 350cc breast implant had two tears (a and b) on the anterior view, both measuring approximately 0.5 cm. Additionally, a line of shell wear was observed within the tears. The evaluation determined that the cause of the ruptures is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 27, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient's side impacted is the right. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with an unspecified gel implant experienced left sided deflation post procedure. As a result, patient has planned explantation on (B)(6) 2021.